Event description:
This lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2010 due to a product performance issue. There is no information on the form stating what the issue was. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).